Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25) occurred during the start of the fill tubing process. Also, it was noted that the customer experienced resistance when filling a new cartridge. The customer was able to load/fill a cartridge successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Multiple attempts were made to retrieve the product; however, no product has been returned for evaluation. If the product is ultimately received, a supplemental report will be submitted.